Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states numbers are off, and a change sensor alert occurred after 3 days date and blood glucose is unknown. Customer states they have gone through 4 sensors and none have lasted more than 3 days. Customer states she was at work, and yesterday she was out for dinner. Blood glucose value from reported event is 380 and sensor glucose value from reported event is 192. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 63. Customer also states last night she was at 380 mg/dl. Offer high blood glucose troubleshooting but the customer declined and treated with insulin pump. Product was not returned for analysis.